Event description:
No new information to be added to the description of the event at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Product received on: 30nov2018. Investigation evaluation : a review of the complaint history, device history record, drawing, instructions for use (IFU), quality control was conducted. The returned device was also conducted during the investigation. The customer returned one opened device to cook for investigation. The device was shipped to the supplier, argon medical devices (manan medical products) for a supplier investigation which can be found below. Argon medical devices visually examined the complaint device and found that the cannula hub luer in the bone biopsy needle component had broken above where the cannula is molded in the hub. The supplier reviewed the lot that the bone biopsy originated (jq7x) and found no nonconformances. Two other bone biopsy needles from the same lot were examined and showed no breakage or cracks in the cannula hub luer. Review of the lot showed that all devices met all visual, dimensional, and functions inspections. The supplier concluded that a manufacturing related cause of failure cannot be confirmed. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconformances that could have contributed to failure mode. It should be noted that no other complaints for lot 7129845 were noted. The instructions for use (IFU) advise the user to inspect the device prior to use to ensure that no damage has occurred. Based on the information provided, examination of the returned product and the results of our investigation, a definitive cause could not be established but it is possible that this damage occurred during shipping and transportation of the device. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: regulatory affairs chief. PMA/510(k) #: k170008. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an osteo-site bone biopsy needle was chosen for an unspecified procedure. The needle was found to be separated when the physician opened the package. As reported, the device never made patient contact. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. The procedure was completed using another needle.